Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2025, a patient presented for a mitraclip procedure. During the procedure, one mitraclip xtw and mitraclip xt was implanted. It was decided to implant the third clip. While implanting the third clip, third clip has caused slda to the second clip. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided, the reported device damaged by another device (caused damage) appears to be related to user technique/procedural conditions, and due to this third clip interacting with the second clip, leading to slda of the second clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. During the procedure, one mitraclip xtw and mitraclip xt was implanted. It was decided to implant the third clip. While implanting the third clip, third clip has caused single leaflet device attachment (slda) to the second clip, and the clip was no longer attached to the posterior leaflet. Third clip was implanted to stabilize the slda. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.